Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Manufacturer narrative:
Product event summary #the device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: pjn916038v the proximal section of the lead was returned, analyzed and analysis results revealed no anomalies found. It was further noted that blood was present on the coil (not obstructive) the proximal conductor was distorted, inner and outer insulation was breached and explant damage is observed. (B)(4).

Manufacturer narrative:
Product event summary #the device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).